Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a hammertoe/ mallet toe correction the surgeon used the profile drill and pre-drilled with the 2.0 drill bit before the insertion of the screw. As the surgeon inserted the screw the ar-8737-37 cannulated driver broke off into the screw. At which point the surgeon had to remove the piece of broken driver out of the tip of the screw with a easy out. The fragment was safely removed and the screw was then inserted correctly with the solid 2.5 micro driver.